Event description:
It was reported that the clinician opened an echo bimetric 17 fpp stem and discovered a hole in the sterile packaging. The clinician had a second implant available to complete the procedure. No additional information on the reported event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; g3; h2; h3; h6. Visual evaluation of the returned product confirmed the sterile packaging is damaged. Both the inner and outer sterile barriers are breached. Sterility has been compromised. The return of the product does not alter the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 no product was returned; visual evaluation of the provided photo found the inner and outer sterile blisters have been damaged. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.